Event description:
Olympus was informed that the loop broke off inside the pt during an unspecified procedure. The device fragment was retrieved and the intended procedure was completed with a second similar device. There was no pt harm reported.

Manufacturer narrative:
Olympus f/u with the user facility via phone and in writing to obtain add'l info regarding this report with no further details provided. The device referenced in this report was not returned to olympus for eval. The exact cause of the user's report could not be conclusively determined.